Manufacturer narrative:
H1 correction: corrected type of reportable event from malfunction and serious injury to serious injury only.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06376385. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6)hospital. (B)(6), md. Operative report. Preoperative diagnoses: painful scar. Umbilical hernia. Potential ventral hernia. Postoperative diagnoses: painful scar. Umbilical hernia. Potential ventral hernia. Operation: excision of painful scar. Repair of umbilical hernia. Repair of large ventral hernia with dual gore-tex mesh, 8 x 12. Anesthesia: general endotracheal tube. Estimated blood loss: minimal. Complications: none. Drains: two jackson-pratts. Description of operation: ¿the patient was marked in a standing position and taken to the operating room and prepped and draped. The patient had the lower painful scar incised. Incision was made, dissection performed down to the abdominal wall. Dissection was performed laterally in each direction until elevation of the abdominal wall from the overlying hernia scar region was performed. The patient¿s umbilicus had yeast and was macerated, so it was elected to excise it at the same time so it was resected with the painful scar. Dissection was performed down and then superiorly. A large hernia could be identified. Inferiorly, the scar was excised off of the fascia up to the umbilicus. The umbilicus had a small umbilical hernia which was resected. Hemostasis was assured and closed with interrupted 5-0 surgilon figure-of-eight. Dissection was performed up to the hernia. Dissection was performed circumferentially around the hernia. Care was taken not to enter the hernia sac itself. It was the size of a good softball. The hernia sac was dissected off the abdominal fascia. It was impossible to try to close the fascia, so therefore dissection was performed circumferentially around. An 8 x 12 gore-tex mesh was then placed beneath the edge and sewn with two separate gore-tex sutures from 12 to down past 9 to 6 and from 6 up to 12. These were then tied into position. The patient had orogastric tube placed for a short period of time during this time. This was taken out. The patient¿s wound was then made hemostatic. The wound was closed with interrupted 2-0 pds, 3-0 pds, followed by running 3-0 and 4-0 pds after placement of two drains sewn in position with 3-0 nylon.¿ product identification records for the alleged gore device were not provided. (B)(6) 2010: [facility ni]. (B)(6) md. Office notes. Persistent draining sinus tract at anterior abdominal wall. No suspicion of deep abscess. Probable seroma with possible contiguous involvement of the mesh material which may have a component of infection. Co existent obesity, diabetes, partial colectomy without the need for ostomy, done by dr. (B)(6) with significant ventral hernia requiring ventral hernia repair (B)(6) 2010, original colon surgery 2008. Degenerative joint disease, hyperlipidemia. Culture shows corynebacterium are either superficial contamination or pathogen. No alcohol/drug/tobacco use. Review of systems: obesity and persistent infections. Plan: no further quinolone therapy at this time, try clindamycin, routine dressing changes will continue, stay with very conservative fashion and just continue with wound care and oral antimicrobials. If does not respond, may require imaging, but eventually I think any antibiotic will fail and she will likely end up with some major intervention to remove the mesh material. Unfortunately this will be a very complicated procedure in an obese diabetic woman. [Missing records: records for the gore-tex mesh removal procedure were not provided.] (B)(6) 2012: (B)(6) medical. (B)(6) md; (B)(6), md, resident. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation performed: laparoscopic recurrent incisional hernia repair with mesh. Anesthesia: general anesthesia. Description of findings: a 20 x 15 cm defect. It was 20 cm long and 15 cm wide. Extensive adhesions of the small bowel and abdominal wall. Complications: none. Prosthesis: 25 x 35 cm piece of ethicon physiomesh that was affixed with 11 transfascial sutures and the secure strap. Specimens removed: none. Estimated blood loss: 50 ml. Fluid replacement: 3 liters of crystalloid; 500 ml of colloid. Urine output: 30 ml. Condition postop: stable. Indications for procedure: the patient is a 46-year-old female who had undergone surgery for diverticulitis, developed hernias, was evaluated and seen by dr. Greco and had component separate, developed infection of gore-tex mesh. This had to be removed. She developed a recurrent incisional hernia. She presented to me and wished to be evaluated for a laparoscopic repair at which point we strongly recommended weight loss and smoking cessation. She was successful in smoking cessation but did not lose weight however the hernia is becoming more symptomatic so we proceeded the operating room for a laparoscopic repair. Description of procedure: ¿the patient to taken to the or and placed on the or table in the supine position. After general anesthesia was induced a foley catheter was placed. The left arm was tucked. Pressure points were noted to be off loaded. The abdomen was prepped and draped in sterile fashion. I entered the abdomen using a 5 mm optical trocar in the left upper quadrant. I surveyed the abdomen. There was no evidence of bowel, mesenteric or solid organ injury noted. There were adhesions throughout the abdomen. I could see the superior portion of the abdomen much easier and could clearly see the right side of the abdominal wall. I placed two 5 mm trocars under direct visualization on this side and then began a careful adhesiolysis from the right the left dropping adhesions down. In the superior portion of the abdomen a large defect was visualized. There was no incarceration. There was some omentum adherent to this. It was taken down easily. At the level of the base of the large hernia there was extensive involvement of small bowel adhesed to the anterior abdominal wall with multiple loops that were splayed out flat and adherent to the anterior abdominal wall. I performed a careful adhesiolysis dropping these down until I had cleared approximately 10 to 12 cm below the inferior edge of the defect. No other hernia defect was visualized. The small bowel was cleared far enough down in the pelvis that I could place my mesh. At this point I placed an additional 12 and 5 mm trocar on the left side. I them measured the defect and it measured 20 cm in length and 15 cm in width. The 25 x 30 cm piece of physiomesh was chosen, placed in the abdomen in a double scroll fashion. I placed a superior transfascial suture first at the level of the base of the xiphoid. This gave me 5 to 6 cm of overlapping fascia superiorly. Once this was done I placed the inferior portion of the mesh which was affixed to the anterior abdominal wall in the midline using additional transfascial suture. This took me to just above the level where I dissected the small bowel off the anterior abdominal wall. Inferior to the mesh there are still extensive adhesions involving the small bowel into the pelvis. I then unfurled the right side and tacked it every 1 cm. I then unfurled the left side and tacked it every 1 cm. This gave me excellent overlap around the defect and the mesh was in very good position. I then placed additional 5 transfascial sutures on the left and 4 transfascial sutures on the right. Once this was done the abdomen was inspected. Hemostasis was intact. The mesh was in good position. There was no evidence of bowel injury. The ports were removed under direct visualization. The pneumoperitoneum was released and the skin was closed with 4-0 monocryl and dermabond.¿ (B)(6) 2012: (B)(6) medical center. Implant record. Ethicon physiomesh. Ethicon. (B)(6) 2012: (B)(6)medical. (B)(6) md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional incarcerated hernia. Operation performed: laparoscopic lysis of adhesions. Mesh removal. Bilateral myocutaneous advancement flaps. Open incisional hernia repair. Mesh implantation. Assistant: (B)(6), md. Anesthesia: general anesthesia. Description of findings: recurrent incisional hernia 20 cm in length and 10 cm in width. Incarcerated hernia contents. The mesh that had been placed laparoscopically had pulled away from the left side of the abdominal wall. There was an old cavity lower midline incision that had evidence of fat necrosis, no evidence of active infection. Complications: none. Prosthesis: a piece of flex-hd 12 x 24 cm ultra thick was placed. Ethicon ultrapro mesh 30 x 30 cm was placed. Both were trimmed to fit the defect. Specimens removed: old mesh and old scar. Estimated blood loss: 250 ml. Fluid replacement: 3400 ml crystalloid. Urine output: 275 ml. Condition postop: stable. Indications for procedure: 47-year-old female with recurrent upper midline incisional hernia. Description of procedure: the patient was taken to the or and placed on the or table in the supine position. After general anesthesia was induced the abdomen was prepped and draped in a sterile fashion. A time out was performed to confirm the correct procedure and correct patient. Once this was done I entered the abdomen using a 5 mm optical trocar above the costal margin on the left side in the anterior axillary line, insufflated and surveyed. There was no evidence of bowel, mesenteric or solid organ injury noted. She had adherence of the omentum to the midline and the old mesh as well as incarceration into the hernia defect. I placed an additional 5 mm trocar on this side and began careful adhesiolysis. I was abler to drop all of the adhesions down off the left side of the abdomen. It became evident that the mesh had pulled away from the left side of the abdomen and it was retracted to the right side of the defect. Upon inspecting the abdomen at this point I did not feel like a deep laparoscopic repair would decrease her chance of recurrence so I converted to an open procedure. The laparoscopic instruments were removed and passed off the table. I then made a midline incision, opened the hernia sack [sic] and gained access to the abdominal cavity. At this point I dissected the mesh free from its attachments on the right side of the abdomen. There were adhesions involving stomach, omentum and small bowel to the mesh. These were taken down. There was no bowel injury. I removed approximately 80% of the mesh. I left 20% inferior that was well incorporated and below the level of the defect. Once this was done we then identified the borders of the rectus muscle. I then dissected out the hernia sack from the subcutaneous tissue flaps and inferiorly there was a significant amount scar overlying the intact fascia. We took the scar up over the fascia. We got into a cavity that had fat necrosis in it and some old sutures. No evidence of infection. I resected this completely out and sent part of it for culture. Once this was done I completed clearing the subcutaneous fat off of the fascia on each side well back behind where the external oblique came into the rectus sheath. Once this was done I incised the external oblique aponeurosis on each side giving an advancement of 5 to 6 cm on each side. Once this was done then I could bring the fascia together in the midline. I then placed a piece of flex-hd underlay biologic prosthesis and affixed it with a total of eight sutures out laterally beyond my myocutaneous advancement flaps. Once this was done I then was able to close the fascia in the midline using interrupted #1 prolene suture. Once this was done I fashioned a piece of the ultrapro and tacked it to the external oblique circumferentially as well as the fascia in the midline and inferiorly reinforcing the repair. We then thoroughly irrigated the area, placed two drains and closed the subcutaneous fat over this and closed the skin with staples. The patient tolerated the procedure well.¿ records span (B)(6) 2010 to (B)(6) 2012. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿cause not established¿. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06376385. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D2: added common device name d4: added lot #, catalog #, expiration date, di #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 10: (B)(6) hospital. Implant log. Implant: ¿mesh dual plus 8x12.¿ lot #: 06376385. Cat #: 1dlmcp02. Size: 8x12cm. Qty: 1. Site: abdomen. Manufacturer: gore and associates, inc. Expiration date: 9/1/11. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) . Implant sticker. Ultrapro mesh. Ethicon. 30x30cm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral incisional hernia repair on (B)(6) 2010 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent incisional hernia with revision/removal. Additional event specific information was not provided.